Event description:
It was reported that air embolism and st segment elevation occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image dropped out and the patient became very symptomatic. Air embolism and major st segment elevation was noted. The patient had no reflow so a stent was called for and placed immediately. The procedure was completed using an alternate method. The patient was admitted to the hospital beyond standard of care and is expected to fully recover.